Event description:
Discordant advia centaur xp ca 15-3 results were obtained for a pt sample. The low result was questioned. Repeat testing was performed on the pt samples on a different lot. The results were in accordance with the pt's clinical signs. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 15-3 results.

Manufacturer narrative:
The cause for the discordant ca 15-3 results is unk. The calibrations and daily qc were within range for all the runs. The instrument is performing within specs. No further eval of the device is required.